Event description:
On (B)(6)2015, the reporter contacted animas, alleging casing condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings: a battery compartment crack was found in two places: near top and below bumper pad. A battery compartment leak was found, evidence of moisture corrosion is only in battery compartment, other parts of pump do not have moisture. The pump returned without battery cap and a used test cap for all steps, was able to insert/ remove test battery cap fluently, test battery cap does tighten fully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.